Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, a maryland bipolar forceps instrument was not recognized by the system. The planned surgical procedure was completed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a da vinci s test system to check for recognition. System successfully recognized the instrument. Pogo pins did not stick, but have some contamination (bio debris) on the sides of the pin. This contamination may have caused intermittent recognition issues at the site. Engineering also observed the distal end of main tube has a 1.5" long section with material removed. Damaged area is located 4" above the proximal clevis, parallel to tube axis with a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR wil be submitted if additional information is received.